Event description:
Per the customer, a patient reported 4-5 burns approximately 10-12 days after undergoing ipl photorejuvenation treatment to the upper back, chest and collar areas in 2005. The patient had a diagnosis of severe photoaging. Per the customer, presets for type ii skin were used by the device operator. The patient was prescribed silvadene and hydroquinone for the burned areas. The injury resulted in 4 scars which the physician expects to be permanent. One or more of the scars is hypopigmented. Per the customer, operator error appears to be the cause of the burns.

Manufacturer narrative:
The customer requested a periodic maintenance for the vasculight plus device, which the lumenis engineer ce performed on 7/01/2005. Per the ce, the calibration on all treatment heads was good, and no device problems were noted in the service report. Per the ce, the shot count on the customer's sr (ipl) treatment head was 24,447. This exceeds the lumenis warranty shot count of 15, 000 shots for this treatment head, lumenis regulatory investigated the safety incident upon receipt of the safety complaint form the customer on 2/01/2007 and recommended to the customer that they replace any treatment heads that have passed the lumenis warranty shot count. Based on the details made available to lumenis, no further conclusions can be drawn.